Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, however, the field service engineer (fse) determined that the reported phenomenon (1) ¿flickering image¿ and (2) ¿no image¿ seemed to have occurred because there was moisture adhered to the video connector socket terminal. Based on follow up information, the issue was resolved, and the device was returned to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that they had placed the scope with leak test failure into the clv-190 (light source) and noticed water in the clv-190 and in the maj-1430 connector. The field service engineer observed a lot of dust inside the connector. The equipment had not been used since the incident and when the customer connected the scope, they got an image without any issue. The field service engineer concluded that the water intrusion into the clv-190 caused the issue and it had dried out over the days of non-use. The customer reported of using a third-party repair service. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there is noise on the image produced by the evis exera iii video system center and then it goes black when using the 180 series scopes. There were no reports of patient harm.